Event description:
It was reported that the vacuum is not working on the control module. No pt consequences reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the vacuum tubing, interface board and black cable replaced. The device was functionally tested, mgt all product requirements and returned to the customer. Vacuum tubing, interface board and black cable replaced.